Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's nurse reported via phone call from the hospital on behalf of the customer that patient had blurry vision due to low blood glucose value of 40 mg/dl. The customer experienced many hypoglycemic events lately. The device is not expected to be returned for analysis.